Event description:
The customer reported the system displayed a black image. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the cradle cable, then adjusted and calibrated the system. The system operates as intended.